Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, four months ago, the estimated residual longevity displayed 6 years. Yesterday, it displayed 2 years.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared and approved by FDA for marketing in the united states.

Event description:
Reportedly, four months ago, the estimated residual longevity displayed 6 years. Yesterday, it displayed 2 years. Preliminary analysis revealed that the root cause of this issue is most probably due to telemetry errors that occurred during the reset of statistics on (B)(6) 2021.